Manufacturer narrative:
The file will be reopened if the sample is received. An attached photo appears to be of the eye. Due to the quality and lighting of the photo we are unable confirm the reported damage. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photo, we are unable confirm the reported damage due to the quality and lighting of the photo. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Information in the file indicated that the company 03.0 diopter lens model was replaced with an company 05.0 diopter lens model due to a reported broken haptic. Lens was not returned. No further information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the haptic came loose from optic. The iol was exchanged in a secondary procedure 14 days following the initial procedure. Additional information has been requested.